Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing above the lower rate due to an interaction between pause suppression and rate drop response. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.